Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "the customer has a lot of false positive bactec bottles. There was no impact on the patient because gram staining and culture are negative and the bottle was put back in the instrument again."

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "the customer has a lot of false positive bactec bottles. There was no impact on the patient because gram staining and culture are negative and the bottle was put back in the instrument again."

Manufacturer narrative:
A complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and rack was replaced. Complaint is confirmed and the root cause of false positives is "unknown". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 2/6/2020. Samples were received in the form of log files and no instrument related issues were identified, service history review revealed no previous complaints for this issue. Complaints for ¿results¿ issues which included "false positives" complaints are under statistical control for the month of february 2022. The upper control limit was not breached. Quality will continue to monitor the "false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.